Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks at and inside the proximal drill hole and around the initial crack ¿ had been caused by contact with the step drill. Such damages cause additional notch effects. The nail broke in fatigue manner after an implantation period of approx. 3 months. Referring to a smooth topography of the breakage surface of the anterior bridge ¿ including lines of rest running from lateral towards medial ¿ it was concluded that this bridge had separated first. Intra-operative material damage at the lateral edge of the proximal drill hole most likely contributed to the origination of an incipient crack. Omitting pre-drilling for the placement of the k-wire may have contributed to deflection of the stepdrill (due to bone contour) during preparation for the canal for the lag screw. Material deformation of the inferior edge of the proximal drill hole at medial referred to high axial load application. Damages on lag screw and locking screw were associated to the same load application. It could not be determined what range of weight bearing had been advised by the surgeon for the post-operative period. It could also not be determined if the patient had been compliant to the instructions. Carrying shopping bags may suggest increased weight bearing. It could not be determined if pre-aging had contributed to the event. According to available information a more precise state statement was not possible from technical point of view. A medical review was not reasonable due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified.

Event description:
It is reported by the doctor that the gamma 3 nail was broken, date from x-ray is (B)(6) 2015, exact date of event not clear.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the doctor that the gamma 3 nail was broken, date from x-ray is (B)(6) 2015, exact date of event not clear.